Event description:
This report is being filed upon notification from our x-ray MFR of an incident that occurred in another country. X-ray system stopped working during an examination. The pt was catheterized and laid down on a tilted table. No controls would respond. The system had to be rebooted to continue with the examination. No pt injury was reported.

Manufacturer narrative:
Software in the aquisition system caused the lock-up. The software will be installed on all affected systems.